Event description:
It was reported by a patient representative that the patient felt a "tingling" sensation below where the cardiac resynchronization therapy defibrillator (crt-d) was implanted and could feel a "tick, tick, tick" coming from the device. It was further reported via follow up with the patient's following physician that the patient experienced diaphragmatic stimulation. Programming changes were made to the left ventricular (lv) lead. The crt-d and lv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 407652 lead implanted: (B)(6) 2010 694765 lead implanted: (B)(6) 2010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.